Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported a patient with sudden redness, pain, decline of vision, intraocular inflammation and vitreous opacities following an intraocular lens (iol) implant procedure. The lens remains implanted.